Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. Once the clip closed onto the post polypectomy target area, the clip would not release from the deployment device. The drive wire disconnected from the handle. The physician used hemostats to pull the closed clip off of the lesion without any harm to the patient. Another instinct clip was used to finish the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product confirmed the report. The drive wire separated inside the handle. The user cut the drive wire and sheath approximately 7-8cm from the handle most likely in an attempt to deploy the clip. Using hemostats to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using a clamp to hold the heath and hemostats to grab the drive wire, the clip did successfully deploy on simulated tissue. The drive was visually examined, and although the drive wire was cut by the proxima; portion of the end appeared to have been manufactured correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting the deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use stated to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflex position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.